Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 32 mg/dl for six months which was treated with orange juice. Customer also reported of treating low blood glucose with carbohydrate pills and gels. Customer reported that the paramedics were called and was treated but not taken to the hospital. It was reported that customer had diverticulitis, fibromyalgia and neuropathy. It was also reported that customer had an infection for six months which was associated with low blood glucose; healthcare professional adjusted settings as a result. Customer reported to have also lost her meter. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Call was disconnected.